Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed twenty-one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was not, unable to attached with the oversleeve portion. No other information was provided.